Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, an insulation crease was identified near the ring electrode of the right ventricular (rv) lead. Visual examination confirmed insulation damage. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.